Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and the device was exposed to a high magnetic field. Troubleshooting was performed. Customer advised the patient underwent an x ray or MRI which resulted the insulin pump to malfunction. The insulin pump will be returned for analysis.